Manufacturer narrative:
The device turbine module was replaced and sent in for investigation together with the ventilator logs. The evaluation of the returned logs shows that the device had passed pre-use check with successful results two days prior to the event, according to the event log the ventilator generated the technical alarm six minutes after the ventilation session was initiated. The technical investigation of the returned turbine module could not reproduce the reported issue. Our ventilator test with the returned turbine module installed, passes several pre-use checks and one simulated ventilation session on a test lung for approximately one week without any generation of faults or any other alarms. The cause to why the ventilator device generated the technical alarm indicating a turbine module failure cannot be established during this investigation.

Event description:
Manufaturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm. Manufaturer's ref. #: (B)(4).